Manufacturer narrative:
One device was returned for investigation. The reported that the complaint of ¿during setup, a red alert had appeared indicating: something wrong with key lockup¿ confirmed through visual inspection and pump power up test. Visual and functional testing was performed. Upon further investigation, unable to pull motor odometer due to the original pwa board being defective. Replaced motor. The pwa board was replaced. Review of event log found seven occurrences of "high alarm displayed: key stuck. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause is due to unable to reach main menu due to defective pwa board.

Event description:
It was reported that during setup, a red alert had appeared indicating: something wrong with key lockup. The air detector and upstream sensor had been turned on, the pump had not been used to prime the extension tubing, which had instead been primed manually, and the patient had not been medically affected. The event occurred at the patient's home, and the operator of the device was a health professional.